Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer suspended insulin delivery and was unable to resume insulin. Reportedly, the insulin gauge displayed an "x." During troubleshooting with tandem technical support, it was verified in the history that no alarm had occurred. The customer's blood glucose level was 104 mg/dl. Customer was able to load a new cartridge and resumed insulin delivery.